Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Event description:
The initial reporter complained of calibration and qc issues on a cobas pro ise analytical unit. On (B)(6) 2025, the customer noted qc issues following instrument maintenance. The customer cleaned the sipper nozzle, replaced the calibrator and qc, and performed other maintenance actions. The qc was acceptable. On (B)(6) 2025, the customer continued to have qc issues and replaced all of the electrodes, the vacuum nozzle, and all of the reagent bottles. Qc and ise checks were unacceptable. The field application specialist (fas) tightened the vacuum nozzle and sipper nozzle screws and cleaned the ise vessel. During troubleshooting, failed ise checks for potassium were observed. The potassium electrodes were replaced. Afterward, ise checks, precision and qc were all acceptable. The customer repeated all patient samples that had been run on the cobas pro analyzer in question and discrepant results were identified for sodium (na), potassium (k) and chloride (cl). Repeat testing was performed on a different cobas pro analyzer. The initial results were amended following repeat testing. The following are examples of discrepant results for 5 patient samples: patient 1 initial cl result was 120 mmol/l. The repeat result was 106 mmol/l. Patient 2 initial cl result was 123 mmol/l. The repeat result was 107 mmol/l. Patient 3 initial na result was 148 mmol/l. The repeat result was 141 mmol/l. Patient 4 initial na result was 134 mmol/l. The repeat result was 122 mmol/l. Patient 5 initial k result was 4.40 mmol/l. The repeat result was 4.81 mmol/l.

Manufacturer narrative:
The investigation determined the event was due to a clogged vacuum nozzle due to preanalytical sample handling issues.